Event description:
0.22u filter leaked at juncture between luer lock attachment to IV tubing with no apparent reason. The connection was tight with no apparent cracks or abnormalities. This occurrence created an "open system" during the IV infusion putting the pt at risk for infection, and additionally med was a cytotoxic agent.